Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a that there was a temperature issue with the pump and moisture was present. The reporter stated that the patient had a blood glucose level over 250 mg/dl but under 500 mg/dl with no symptoms of hyperglycemia. The alleged issue does not meet the criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 05/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2016 with the following findings: the pump's black box showed no evidence of a voltage drop or excessive battery usage however there were unexplained pump reboot events and a motor power supply related alarm. During investigation the same motor power supply alarm was received during each "rewind" attempt. The idle and sleep current draws were within specifications. A leak test showed that there was a leak at the battery compartment crack. There was evidence of moisture contamination throughout the inside of the pump.